Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or part of the procedure.

Event description:
Boston scientific received info of a pt death. The pt had been presented back to the electrophysiology (ep) laboratory following a failed attempt to implant a transvenous left ventricular (lv) lead. An epicardial lv lead was positioned, however, lv pacing could not be obtained. The lead positioned was checked and the lead was pulled back. Following lead manipulation, release of "blue" blood was observed followed by spontaneous development of ventricular tachycardia (vt). Shock therapy was delivered with subsequent bradycardia pacing. Shortly thereafter, the pt developed ventricular fibrillation (vf). Despite delivery of multiple shock therapies, the arrythmia could not be terminated and the pt died. The root cause of the death was attributed to complications that occurred during the procedure.